Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.